Event description:
A non-healthcare professional reported that following an post company lens vitrectomy to remove floaters in right eye, there was a mall obstruction in patient line of vision. Following various tests, including line of vision and even an MRI, the retina and optic nerves were normal. Yet, the obstruction was there and moves with line of sight. By deduction, the lens might be defective. Additional information has been received there was an obstruction with line of sight of the right eye that moves with eye movement. The obstruction appears to be diagonally running between 8 and 6 o'clock (for better description), about a millimeter in width and 3-4 mm in length, shaped like a bean, and of light gray color. It moves up, down, left and right with direction of sight. Ended up performing a second vitrectomy on the assumption that the obstruction might be a remenance of a floater. Which was an additional layer of repeated emotional distress (given that my work necessities research, reading, computers, and typing), literally ineffective, for, the obstruction remains the same.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).